Event description:
On 07/31/06, the facility contacted baxter technical service to report a system 1000 hemodialysis instrument had high bacteria cultures. A pt reported a potential pyrogenic reaction following treatment on the instrument. The facilty's technician sampled the instrument on the day of possible reaction, and the culture came back postive. No further info is available at this time. If additional info becomes available, a follow-up report will be sent.

Manufacturer narrative:
Rtb-CAPA has been opened to further investigate high bacteria issues. This CAPA is currently in process.